Event description:
Reportedly, during the follow up performed on (B)(6) 2013, the ICD involved in this MDR report could not be interrogated; in addition, there was no response to the magnet application; the physician suspected battery depletion. The patient reported that she received 5 shocks two months ago but she did not come to the hospital. The ICD was explanted on (B)(6) 2013 and replaced. However, during the replacement, the threshold measurements of the right ventricular lead was high (3.5v) and the left ventricular lead was found dislocated in the atrial chamber. The new device was programmed in dual chamber, the left ventricular lead was left inactive. The physician would like to know the reason of the 5 delivered shocks and if the battery depletion was normal. Once the new ICD was implanted, noise and low impedances were detected in the right ventricular; an explantation of this lead was scheduled for (B)(6) 2013. The associated right ventricular lead isoline 2cr6, s/n (B)(4) is reported under MDR # 1000165971-2013-00167 and the associated left ventricular lead situs otw uw28d, s/n (B)(4) is reported under MDR # 1000165971-2013-00168.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.